Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens). Pt had a 3-day spinal cord stimulator (scs) trial and when leads were pulled earlier today, caller noted that there were 2 distal electrodes that broke off and they are showing as being in the spinal ligament (or potentially in the spinal canal) per fluoro. They were using trial leads with a competitor adaptor and external stimulator for trial. The caller indicates that when pulling the leads out, they were only pulling on the leads and the adaptor wasn't involved at that point. Caller asking for assistance with how to best remove the electrodes. Agent to look into any further resources we may have to assist; called caller back and provided medical affairs contact to them.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d160 (serial: unknown); product type: 0215-screening device; implant date ; explant date brand name surescan; product ID 977d160 (serial: unknown); product type: 0215-screening device; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.